Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient is experiencing pain at the ipg site intermittently when stimulation is on. As a result, surgical intervention may be needed to address the issue.

Event description:
Additional follow up revealed that patient underwent a surgical procedure on (B)(6) 2018 wherein scs ipg was explanted and replaced with a new model. Subsequently, patient¿s two peripheral leads were removed to make the system MRI compatible. Effective therapy has been restored post operatively.